Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose comparison test, with results of 158 and 81 mg/dl. She did not have any symptoms. Control testing was not done due to lack of supplies. On follow-up, it was noted that the reporter was already familiar with coding, control solution use and proper cleaning procedures. No harm was alleged.